Event description:
It was reported that the asymptomatic patient presented in the or for a device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The patient will be monitored. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.